Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and there was tissue on the helix. It was visually noted that there was blood and tissue on the helix. When the blood and tissue were removed from the helix, the helix worked within specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant, the helix of the lead appeared to be unscrewed when viewed under fluoroscopy during positioning. The lead was removed from the patient and taken to a sterile table where the surgeon tried to screw in the helix, but it was not possible. The lead was not used, and a different lead was implanted into the patient. No patient complications have been reported as a result of this event.